Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing. Reportedly, the cartridge was changed multiple times but did not resolve the issue. Customer's blood glucose level was 304-305 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.